Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to complete functional testing due to compromised force sensor system alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized with high blood glucose readings of 1400 mg/dl and diabetes ketoacidosis. Customer experienced nausea and unconsciousness. Customer further mentioned that they were attempting to get the insulin pump started, however they were receiving an error alarm during the manual prime and they were unable to exit the preparing to prime loop. Drive support cap was also noted to be sticking out during troubleshooting. Customer was advised to revert to a backup plan and the insulin pump is being replaced. Device is being returned for analysis.